Manufacturer narrative:
Additional information received indicating the end-piece (burr-guard) was not connected properly and this was causing the heating issue. Once the bur guard was connected properly, there were no further problems with the handpiece. MFR. Rec: (B)(4) 2016. Analysis was not performed. The facility will not be returning the devices since there were no problems with the device after connecting it with the bur guard properly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating the end-piece (burr-guard) was not connected properly and this was causing the heating issue. Once the bur guard was connected properly, there were no further problems with the handpiece.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drill got very hot while testing prior to the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.